Manufacturer narrative:
(B)(4). Investigation: a device history record review was performed for provided lot number 9345598 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As neither picture nor physical samples were available for return, our quality team was unable to complete a thorough sample investigation. Based on the investigation results, a cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had foreign matter in the syringe. This was discovered during use. The following information was provided by the initial reporter: white deposits in the syringe during PICC sampling. Patient impact? Sampling? Severity: significant (B)(6) statement: no device kept: no observed during use, no consequences reported.